Event description:
Interferential current/electrical stimulation treatment was administered to the low back using four 2 inch round electrodes in a criss-cross pattern. Treatment was set for 20 min at stantard ifc settings. Intensity was adjusted to 35 volts and then increased to 40 volts with reported comfort. The skin was checked at 5 minute intervals and after 10 minutes of treatment, brown harden areas were noted under the electrodes. Treatment was stopped.